Manufacturer narrative:
Batch review performed on 05 june 2026: lot 2421995: (B)(4) items manufactured and released on 07-feb-2025. Expiration date: 26-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient initially underwent primary surgery with competitor products. On (B)(6) 2025, the patient underwent revision surgery due to infection; during this procedure, the competitor shell, liner, and head were revised and medacta implants were implanted. On (B)(6) 2026, the patient presented with pain related to loosening of the versacem metalback cup from the acetabulum. No trauma or fall was reported, and the cause of the loosening remains unknown. The surgeon revised the versacem metalback cup to an mpact 3d metal multi-hole cup and replaced the double mobility hc liner d 28/dmh with a double mobility hc liner d 28/dme together with a dm converter. The revision surgery was completed successfully.